Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5, d5, e2, e3, e4, e1 (initial reporter and event site email), g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that, the pim test showed a leak diff pressure value of -44, resulting in a fail. The safety disk (0202-00-0140) parts were replaced, and the pim test was repeated, resulting in a pass. A regular inspection was then completed and found to be normal.

Event description:
It was reported that during regular inspection, the cardiosave intra-aortic balloon pump (iabp) failed pneumatic module leak test. There was no patient involvement or harm reported.

Event description:
It was reported during routine inspection that the cardiosave intra-aortic balloon pump (iabp) unit failed the pim test. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.